Event description:
Ambulance personnel attended to a person diagnosed as asystolic. The pt's downtime was estimated to be 12 to 14 minutes prior to arrival of the ambulance. An attempt was made to administer external pacing to the pt using the device. The device allegedly displayed a 'connect electrodes' warning message and use of the device was inhibited. A backup device was made available and used to administer external pacing to the pt. The pt was not resuscitated.